Event description:
As reported from our affiliates in spain, during a case involving a 26mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach, at the time of implantation, the balloon burst before reaching the nominal value of inflation (approximately 2-3cc before the balloon was filled), leading to significant paravalvular insufficiency that required post-dilation. Post-dilation was performed with another 25cc balloon and the valve then embolized into the aorta, being left implanted in the ascending aorta. Next, a 29mm sapien 3 valve was implanted without incident. The patient was hemodynamically stable and pending discharge.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation. Video of balloon inflation inside the patient was provided by the site for evaluation. Review of imaging and video revealed the following: the inflation balloon burst before reaching full inflation. The deployed valve appears to be not fully expanded and slightly canted. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed by visual inspection of the provided video. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. It was reported that a protruding calcification at the level of the annulus below the left coronary sinus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 2-3cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) and procedural factors (over-inflation) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.